Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported malfunction was not reproduced during the evaluation. The root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the front panel of the light source was flashing and it was believed that the base was defective. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.